Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessmentthe reported was confirmed upon visual inspection of the returned device. Broken fragments were retrieved and discarded. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The device was manufactured 4.5 years ago. The IFU for the device indicates: "while rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention." Conclusion: the plausible root cause of the reported event is normal wear tear due to device age (4.5 years old).

Event description:
Surgeon was tightening down the screw and the head of the driver broke off. No adverse consequences were reported.

Event description:
Surgeon was tightening down the screw and the head of the driver broke off. No adverse consequences were reported.